Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised after twelve years for painful synovitis and osteolysis. Reportedly there was wear of the posterior half of the medial polyethylene and slight wear of the medial side of the base of the tibial post.